Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and shallowing of the ac. The lens was repositioned but this did not resolve the issue. The lens was explanted and replaced with a shorter length lens and the problem was resolved. Cause of the event was reported as unknown.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and shallowing of the ac. The lens was explanted and replaced with a shorter length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: b5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and shallowing of the ac. The lens was explanted and replaced with a shorter length lens and the problem was resolved. Cause of the event was reported as unknown. (B)(4).